Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Physician further reported "multiple mildly cortically thickened axillary lymph nodes measuring up to 3 mm. Fatty hill are still present" confirmed via ultrasound. Op report noted "an anterior lateral capsulectomy was done near, but not to, the superior aspect of the pocket. Multiple capsulotomies were performed." The device has been discarded.

Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: brown particles on the surface of the shell.

Event description:
The device has been explanted and replaced.